Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap inguinal hernia. According to the reporter: dr placed structural balloon trocar in pt but could not get it to inflate with the bulb pump. Applied another device. Current pt status: fine, no problem. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated blood loss of more than 250 cc. There was no delay over thirty minutes.